Event description:
Additional information indicated that surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, ipg was unable to communicate with neither the programmer nor the charger and deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at inoperable. The patient stated they had not used their device in ¿a long time¿. The patient's pain returned so they wanted to therapy again. The ipg was replaced without complications. Therapy was restored. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.